Event description:
This case involves the unintentional covering of the right internal iliac during treatment. The trunk-ipsilateral and contralateral leg components were deployed without event. However, as reported, the physician had difficulty placing the iliac extender into the right internal iliac. Unfortunately, this resulted in an unintentional covering of the right internal iliac. After ballooning, angiography was obtained and there was excellent flow throughout the graft and no endoleaks were noted. However, the right internal iliac artery was completely thrombosed due to coverage by the device. The pt tolerated the procedure well. Physician will continue to monitor the pt.